Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage. There was evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly, seal and anchor tab were inside the body of the loading device. The green slide lock was locked and the white plunger was not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal failed to load properly as the seal remained inside of the loading device upon removal of the delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.